Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker device previously showed six years remaining longevity. During the recent device check, the device showed 1 year remaining longevity. Boston scientific technical services (ts) requested for an engineering analysis. Analysis showed that the device exhibited premature battery depletion (pbd). The root cause was unknown but this behavior is consistent with a degradation of an internal hardware component. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Boston scientific received information that this pacemaker device previously showed six years remaining longevity. During the recent device check, the device showed 1 year remaining longevity. Boston scientific technical services (ts) requested for an engineering analysis. Analysis showed that the device exhibited premature battery depletion (pbd). The root cause was unknown but this behavior was consistent with a degradation of an internal hardware component. The device was explanted. No additional adverse patient effects were reported.